Event description:
It was reported that the tap was bent at the tip. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4): the tap was returned for evaluation. Visual examination confirmed the instrument was broken in two places. A small discolored area was noted at the edge of the fracture surfaces. Microscopic examination of the fracture surfaces revealed a fairly brittle fracture surface with no indication of fatigue or torsional overload. The angle of the fracture at the top most of the fracture surface and the river lines on the fracture surfaces suggest the failure was due to bending load. A review of the device history records did not identify any applicable nonconformance to specification.